Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump failed the sleep current test and active current test due to moisture damage on the electronic assembly and harness assembly vibrator. Insulin pump failed the self test due to no vibration caused by moisture damage on the harness assembly vibrator and corroded battery tube. Failed battery test confirmed with multiple test batteries.

Event description:
Customer reported via phone call that the insulin pump had battery failed alarm. The customer blood glucose level was unknown at the time of incident. The customer was assisted with troubleshooting. The customer stated that the battery failed alarm during normal use. The customer stated that they cleared alarm. The customer stated that the insulin pump had replace battery now alarm. Advise customer to remove the battery and customer stated the insert battery alarm did not display on the insulin pump screen. Customer states the contact on the battery cap was not missing or damage or corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the alarm occur again after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.